Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedance values. Also, pacing thresholds are high. According to the field representative an in-person interrogation was completed, and the patient was reconnected to the remote monitoring system. This was a known chronic lead impedance so; they will continue to monitor the rv lead remotely. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedance values. Also, pacing thresholds are high. According to the field representative an in-person interrogation was completed, and the patient was reconnected to the remote monitoring system. This was a known chronic lead impedance so; they continued rv lead monitoring remotely. Additional information was received mentioning that the rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.